Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon notes the patient would benefit from a lens rotation (repositioning) and requires a vector analysis. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).